Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted for the treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. On (B)(6) 2009 the patient underwent removal of exposed mesh. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-00811and medwatch 2210968-2012-05151. The same patient is represented in each medwatch.